Event description:
It has been reported to philips that the allura system has no motorized movement. No patient or user harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the mvr power board which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was in clinical use at that time. The philips remote service engineer (rse) analyzed the system remotely and confirmed that system has no motorized movement. After reviewing log file rse found beam z rotation current error. Upon troubleshooting fse found power not getting to detector. To resolve the issue fse replaced mvr power board. After replacement of mvr power board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.